Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue was resolved without recurrence, allowing continued use of the pump. Customer was advised to contact support again if the malfunction recurred.